Event description:
Ous MDR - after an implantation period of approximately 123 months, oversensing was noted. The lead was explanted and returned to biotronik.

Manufacturer narrative:
In the returned state, the lead had been cut through 12 cm distal of the is-1 connector pin. A proximal and a distal fragment were returned for analysis. In-between, 5 cm of the lead body were missing. The returned lead fragments were thoroughly analyzed. The analysis showed multiple signs of wear and tear along the lead fragments. In particular between 14.5 cm and 19 cm proximal of the tip electrode, the insulation was damaged due to fraying. This damage is with high probability the cause of the oversensing mentioned in the complaint text. The observed damage manifestation speaks for mechanical stress on the lead in the implanted state. Restricted mobility due to ingrowth of the two shock coils could have contributed to the damage over the long implantation time of more than 10 years. In addition, damages were detected that are probably a result of the extraction process. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of material defects or manufacturing errors.